Manufacturer narrative:
Physio-control evaluated the device and was unable to verify the reported boot issue. It was observed that the device was unable to recognize one of the batteries installed into the device and physio replaced the battery connector pins as a result. Proper device operation was observed through functional and performance testing and the device was then returned to the customer for use. The cause of the reported boot issue could not be determined.

Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was cycling power by itself. As a result, defibrillation may not be possible. There was no known patient use associated with the reported event.